Manufacturer narrative:
The reported event is non-verifiable. Following evaluation of the returned device and with the information provided. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification. And likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed, that all operations and inspections were executed, as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot. And 1 other complaint was found. The reported event could not be recreated, due to the nature of the dental device and event. And the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required. As the complaint investigation did not confirm, the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified, through the investigation performed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown.

Event description:
It was reported that the implant at tooth site #3 (universal) failed to integrate and was removed. Sinus perforation also indicated. Customer confirmed sinus perforation was less 2mm which was discovered at the same time as the non integration. During 2nd stage exposure implant was not osseointegrated to the maxillary bone. Site had been grafted together with original implant placement with alloplast.